Manufacturer narrative:
Product complaint # : (B)(4). Additional information was received on 05 mar 2020 that indicates a surgical intervention and revision of the attune crs rp insrt sz 4 8mm took place on (B)(6) 2020. Only the insert was revised. Therefore, this follow-up medwatch is being submitted as a correction to indicate that the subject of this medwatch, attune crs femoral lt sz 4 cem, was reported in error.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for left knee dislocation (due to ligament laxity due to swelling and lymphedema). Event is serious and is considered moderate. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2020. (Left knee). Treatment: closed reduction / manipulation.